Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer and healthcare professional via company representative regarding a patient receiving morphine (5mg/cc at 1.3mg/day) and bupivacaine (20mg/cc at 5.2mg/day) via an implanted pump. The patient's medical history and other medications were unable to be obtained/not available. The indication for pump use was non-malignant pain. On approximately (B)(6) 2016 the patient was having no relief; her pain was uncontrolled. The troubleshooting performed was a dye study; they were unable to aspirate csf (cerebrospinal fluid). They planned to change the catheter; it was unknown by the reporter if it had been scheduled yet. The issue was not resolved. The patient's status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.